Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer primed air bubbles out and insulin delivery was resumed. Customer's blood glucose was 85 mg/dl.